Event description:
It was additionally reported that the equipment exchange resolved the issue. The patient was doing fine.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. Data from the reported event date of 09jan2025 in the submitted controller event log file (e1091215) was reviewed. Throughout the entire log file while connected to the power module, the driveline power fault alarm was active due to a power b broken and ocp b broken faults. There were no other notable alarms active in the log file. A review of the submitted controller event log file (e1101029) post exchange spanned approximately 3 days (10sep2024, 01jan2000, and 10feb2025 per time stamp). After the new controller and modular cable were connected to the pump, the driveline fault alarms resolved. There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. No equipment will be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. B) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were taken for the patient that was implanted the day before. There was a driveline power fault alarm present. The log files were reviewed and confirmed driveline power b faults along with a system controller open b fuse. It was noted that the system controller and modular cable should be replaced. The low-speed advisories were due to the set speed being adjusted below the low-speed limit. (Lsl). Some low flow alarms occurred while the set speed was adjusted below the lsl. A needle point had touched the line while attempting to secure the driveline. It was examined with loupes. There was no visible entry. It was asked how likely a system controller exchange would alleviate the issue. The pump was working fine. The redundant power a line was noted to be operating the pump as intended so if a system controller exchange were to risky it would be fine to do it at a later date. The system controller exchange working to resolve to issue would be more likely than not. The draw back to not doing an exchange would be failure of the driveline power a line or a line a fuse which could cause the pump to stop. Log files were provided after the system controller and modular cable exchange. The log file did not capture any power faults or open system controller fuses. The data showed both power lines a and b pulling equal levels of current. This indicated that while the suture needle penetrated the driveline insulation material it did not damage the underlying driveline conductive material. There were no unusual events seen in the log files. The device was operating as intended.

Manufacturer narrative:
Further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the needle was confirmed to have touched the driveline on the pump cable portion. There was no visible hole or mark on the driveline. There was no other damage other than this needle point. The cause of the driveline faults was unable to be definitively determined but was likely due to the needle point.